Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. While advancing the 2.5x12mm taxus liberte stent through the tortuous right coronary artery (rca), the stent dislodged in the rca, proximal of the intended target lesion in the right posterior descending artery. No pre-dilation or pre-ivus was used. An attempt was made to snare the stent but then aborted because the pt's vital signs "became complicated" and the vessel began to "give out". The stent embolized to the proximal rca, and a decision was made to crush the stent against the vessel wall using a 2.5x20 non bsc balloon. Post ivus was used confirming that the crushed stent was well apposed. The pt's condition was listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.